Event description:
Ous MDR - after an implantation time of about 5 weeks, twiddlers syndrome was reported. Both leads were retracted completely into the vein and continued to show impedance values of 507 ohm and 585 ohm. No deterioration of the pt's state of health was reported.

Manufacturer narrative:
The device first underwent an electrical incoming goods inspection. The pacemaker was interrogated and the memory content analyzed. The analysis of the memory content showed proper device behavior. The implant's capability to provide therapy was checked. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. In addition, the impedance measurement functions were checked both with unipolar and with bipolar lead configuration. The impedance measurement functions proved to be fully functional. In summary, the pacemaker did not show any deviations from the specifications that could be related to the clinical observation. There was no material defect or manufacturing error.